Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had perforated through the epicardium, several days after implant. Unable to capture and lack of sensing from the rv lead was observed during a clinic check. The physician stated patient had no adverse side effects to perforation. The patient was transferred to a separate hospital, (B)(6) hospital. On (B)(6) 2018, the physician placed a new rv lead on the rv septum then extracted the chronic rv lead that is believed to be perforated. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. A lead tip stiffness test was performed and the lead was found to be within specification.